Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm epic plus valve was chosen for implant. The device was sized using a e2000 sizer set to be 25mm. It was noted that there was difficulty encountered when passing the barrel end of the sizer through the annulus. When attempting to implant the epic valve, it got stuck and could not be advanced to the annulus. The valve was explanted and a 25mm non-abbott valve was chosen for implant. With some resistance, the replacement device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
An event of difficulty while implanting the valve was reported. The investigation confirmed that the returned valve met dimensional specifications for a 25 mm epic valve. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported event could not be conclusively determined.